Manufacturer narrative:
The physician assessed that the stent damage was related to the patient lesion morphology.

Manufacturer narrative:
Product analysis: the device was returned detached in 3 sections. The hypotube was detached immediately distal to the strain relief. The detachment site was oval and jagged. The device was also detached on the hypotube approximately 32.5cm distal to the strain relief. The detachment site was oval and jagged. The device was kinked in multiple places along the hypotube. The stent was positioned on the balloon. The stent had deformed, pinched and raised struts along the entire length of the stent. The balloon and pillows had been partially inflated. There was residue visible on the device. (B)(4).

Event description:
It was reported that the physician was attempting to use a integrity stent to treat a lesion in the cx exhibiting 95% stenosis and severe calcification. The lesion had no vessel tortuosity. The device was prepped and inspected prior to use with no issues noted. The lesion was pre-dilated prior to stent delivery. During the procedure, it was reported that resistance was encountered and excessive force was used and as a result stent dislodged in vivo from the delivery system while advancing to the lesion and it was reported as to be in the physician's hands. A device detachment was also reported to have occurred during the procedure. The physician used medication to treat the lesion. The physician commented that the event was patient morphology / procedure related. No patient injury.